Event description:
It was reported that during a cryo ablation procedure, sinus arrest occurred. Additionally, st elevation was observed. While the coronary angiography (cag) was being prepared, the symptoms gradually recovered. When angiography of the right coronary artery (rca) was performed, it was not outlined due to an occlusion. It was noted that based on the possibility of stimulation from the catheter, the physician considered it to be a stent thrombosis occlusion. It was noted that the patient's stent was placed in the past. After administration of nitorolol, angiography proceeded. The whole right coronary artery was then outlined at this time, with the patient being eventually diagnosed as having a spasm of the tip side of the stent. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files confirmed that eight injections were performed with the balloon catheter. Also, data files confirmed that inflations could not be sustained during many injections. A stent thrombosis and st elevation occurred during the procedure. In conclusion, this event was related to clinical issues that occurred (stent thrombosis and st elevation) during the procedure. The balloon catheter was not returned for analysis. If information is provided in the future, a supplemental report will be issued.